Event description:
According to the reporter, intra-operatively during a lar procedure, the device did not fire properly, the stapler was firing but would not deploy staples. They had to hand sew the anastomosis to prevent permanent impairment and resolve the issue. Surgical time was extended about 30 minutes. No patient adverse events reported.